Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, a user experienced elevated blood glucose readings above 200 mg/dl after lunch shortly after initiating ilet therapy, despite reporting low carbohydrate intake. The user experienced hyperglycemia as a symptom and received education regarding potential causes of elevated glucose during the device learning period, guidance to follow clinician recommendations, and instruction to change supplies if glucose levels did not trend downward. No device alarms were reported, and no medical intervention was required. The investigation included customer communication, review of use conditions, and provision of troubleshooting and user education. The investigation revealed no identified device malfunction and no observed component issues, with the hyperglycemia considered of unclear cause during early adaptation to therapy. Based on previously established findings for similar reports, the cause was concluded to be indeterminate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.